Event description:
During inspection, it was found that the drill and guide were broken. According to the surgeon, he was using them the wrong combination during surgery. No surgical delay and no adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the broken drill and damaged drill guide could be confirmed. Based on the currently available information, the root cause can be clearly attributed to a user related issue. It is clearly evident that one part of the broken drill bit is still stuck in the drill guide. Unfortunately the wrong side of the drill guide has been used (green coded instead of the black coded side. This has resulted in the multiple breakage of the drill bit. Indication of the surgeon; ¿according to the surgeon, he was using them the wrong combination during surgery¿. The drill guide as such got damage due to this misuse. The visual inspection revealed that as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During inspection, it was found that the drill and guide were broken. According to the surgeon, he was using them the wrong combination during surgery. No surgical delay and no adverse consequences reported.